Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for ion selective electrode (ise) sodium and ise chloride (cl) on one patient sample. The customer noted that the anion gap was -43 after the result had been verified. Around 4:30, there were about 4 samples with invalid ise results and instrument flags on photometric tests. The customer stopped the instrument and performed a photometer check. The patient had an original na result of 110 mmol/l and an original cl result of 133.7 mmol/l. These results were reported outside of the laboratory. The sample was repeated on another cobas c6000 c501 instrument and generated results of na: 137 mmol/l and cl: 103 mmol/l. The customer deemed the repeat results to be the correct results and called the physician with the corrected results. The customer indicated the patient was sent to the "ER" based on the erroneous na result. At the "ER", a new sample was drawn and the ise results were "normal". The customer could provide no further information. After the event, the customer performed a water bath exchange, replaced the sample probe, and performed daily maintenance. The customer then ran qc, which was okay. The customer declined a service dispatch for the issue. The lot numbers and expiration dates for the na and cl electrodes were requested, but were not provided by the customer. The field service representative spoke with the customer on the telephone. He stated the customer indicated the problem was the patient sample. The customer indicated that daily maintenance was performed and they have had no additional ise problems or instrument alarms. The customer indicated after maintenance, all patients and controls have been correct.

Manufacturer narrative:
The investigation determined the customer did not replace the electrodes as indicated in the product labeling.